Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device evaluated by manufacturer? Retained by hospital.

Event description:
It was reported that the patient's left knee was revised due to non-union of a previous distal femoral periprosthetic fracture and failed orif. A stryker axsos 3 distal femoral plate, size 6 ps femur and press-fit tibial baseplate, and 6x16 ps insert were revised to a distal femoral replacement. Rep confirmed there are no allegations against the revised tibial baseplate or insert.